Event description:
Respiratory therapist checking on pt found peep on ventilator to be stuck on +8-10. Removed pt from vent and changed equipment to another bear cub vent. Pt desaturating, increased "fi02". Physician notified.